Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, device stopped working while in use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred tissue was observed on the heater wire and at the base of the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5 volts. The device failed the pre-cautery test; it did not produce visible steam and audible beeping sound during several activations. The pre-cautery test was repeated 10 times while the cable connections were manipulated. The result was the same. The handle was opened to evaluate the internal components. Microscopic inspection showed no residue or contamination on the switch. However, it was evident that the switch lever was broken. Further evaluation was conducted. The switch lever outer cover was removed to expose the inner components. The lever was manipulated to test activation. The device activated as evidenced by the audible beeping sound and the heating of the heater wire. It was also observed under microscopic inspection that the heater wire on the hot jaw was slightly flexed at the center. The wire remained attached at the tip and at the base. Based on the returned condition of the device and the results of the investigation, the reported failure mode "failure to deliver energy" was confirmed. The analyzed failure mode "bent wire" was also confirmed. The certificate of conformance was reviewed. The vendors confirm that the device lot conforms to all applicable product specifications. The shop floor paperwork was reviewed for the hemopro 1 device. All the test results meet the specifications. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, device stopped working while in use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.